Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion was located in a non-calcified shunt. A 6.00 mm / 2.0 cm / 90 cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated twice at 6 atm for a minute, however it ruptured upon third inflation at 6 atm when inflated for a minute. The balloon was removed from the patient's body without any problem using the normal method and procedure was completed with another of the same device. No complications reported and patient was in good condition post procedure.

Manufacturer narrative:
Initial reporter city - (B)(6).